Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device is not really helping the patient and she has never really used the device for the last few years. The patient said that the device was put in the wrong place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that it was unknown what led to the implant being placed in the wrong spot. To resolve the issue, they were retrained but it didn¿t help so the patient just stopped using it.